Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 169 mg/dl, 144 mg/dl, 204 mg/dl. Tests were done within 20 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.